Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a 2.5mm single use loading unit (sulu). Functionally, since the single use loading unit (sulu) was not received a representative sulu was used for functional testing. The instrument and the representative sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection of lung cancer, when opened the outer package, the reload was directly cast out and fell off, so it could not be used. Another device was used to complete the case. There was no patient injury.